Event description:
It was reported that after dilatation, the balloon could not be deflated. Intima detached when pulling on the catheter & was flushed into the lower leg. It could, however, be removed immediately by embolectomy. Another catheter was used to complete the procedure without further complications.